Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the ring at the reservoir compartment is broken and the reservoir cannot stay locked in place. Customer's blood glucose was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Unable to perform the displacement test and occlusion test due to missing retainer. The insulin pump was received with missing reservoir tube o-ring, broken battery tube threads, cracked keypad overlay at select button, scratched case, minor scratched display window and keypad overlay texture damage.